Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device service required prompt heard. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 12th february 2015. On visual inspection the membrane tail was found to have been incorrectly installed. This had resulted in the misalignment of the pins within the j11 connector with the membrane tail tracks, causing a speech chip label mismatch. This would explain the ¿warning, device service required¿ prompts reported by the customer. The faults could not be replicated with the membrane tail correctly aligned. Heartsine records indicate the device had performed to specification during out qat testing on the 12th february 2015, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. Furthermore, the returned pad-pak was found to be severely depleted. This was attributed to the device remaining in fault mode after the 29th november 2015, following the first self-test failure due to the speech chip label mismatch. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Device service required prompt heard. No patient involved.